Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a short circuit after a blood spill at the outlet valve in the orthopat machine. No donor or operator injury or reaction was noted.

Manufacturer narrative:
Upon eval of the device a blood spill was found. The components which were contaminated and/or damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).